Event description:
It was stated at the time of the report that one haptic was stuck to the optic at the time of the procedure. Instruments were used to manipulate the haptic into place. No complications occurred as the outcome has no significant interference in the patient's normal daily life. The lens remained in implanted eye.

Manufacturer narrative:
(B)(4): the lens was not returned for evaluation. At the time of the report, the lens remained implanted. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted. (B)(4).